Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Clinical trial. It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt experienced chest pain. The index procedure treated the 75% stenosed, 2.25x14mm first diagonal lesion. Treatment consisted of predilation and placement of a 2.25x24mm taxus liberte stent resulting in 0% residual stenosis. The pt was discharged one day post procedure on asa and plavix. The pt presented approx 30 months post procedure with retrosternal chest burning and was admitted. The investigator notes no cardiac problems and has assessed the event as unrelated to the study device.